Event description:
In 2008, the patient reported that sometimes when he gives himself a bolus of insulin, the piston rod of his infusion device is very loud and noisy. He stated he last changed the device battery 2-4 weeks ago. To troubleshoot, the patient was instructed to put in a new battery, making sure it was the proper type. Complimentary batteries were sent to the patient. On follow up with the patient, he stated he used the new batteries but the piston rod continues to make noise. He stated his infusion device was not dropped. The patient was advised to switch to his backup infusion device. On further follow up, the patient stated the piston rod of the backup device did not make the loud noise. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.